Event description:
After implantation of a 29mm sapien xt valve, the patient's blood pressure dropped and a pericardiocentesis was performed to extract blood from the pericardium. The bleeding continued and an incision in the left chest wall was performed to insert a chest tube for drainage as protamine was administered. The bleeding was controlled. The patient was discharged 5 days post tavr without complications. Initially, a 29 mm sapien xt valve was delivered without incident. The device and sheath were removed and the patient's surgical cut-down was closed. Per post procedure discussion, the source of bleeding was thought to be an unrecognizable rupture from the valve at the aortic level. The native valve area by CT was 586mm2 by CT. The native annulus was moderately calcified, the native leaflet was mildly calcified and the aortic root was mildly calcified. The sinotubular junction (stj) diameter was 31mm and was mildly calcified. The sinus of valsalva (svo) diameter was 35.3mm x 36.0mm x 36.8mm. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Ventilation was held and there was no loss of capture.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the annular rupture cannot be determined with the information provided. No obvious potential contributing factors are noted. It is possible that some unreported procedural or patient factors may have caused or contributed to the reported event. No device malfunction was reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.